Event description:
Customer reported no reactivity with vra134 and a pt with anti-e. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.